Event description:
It was reported that while in the cath lab the ai-07134 was inserted into the patient. When injecting the contrast agent into the catheter the balloon received the agent. The md suspected an internal leak and the catheter was exchanged. There was no reported patient death or injury. The insertion site of the berman catheter is unknown and delay/interruption in therapy is "unknown." There were no patient complications and the outcome of the patient is "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.